Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced transient asystole, syncope and a seizure when the programmer wand was placed over the device during a device check. The implantable pulse generator (ipg) was at end of life (eol) and was unable to be interrogated. When the wand was placed over the device, the device exhibited no pacing and experienced a loss of output. It was noted this occurred twice. A temporary pacing wire was then placed until the implantable pulse generator (ipg) was explanted and replaced the following day. No further patient complications have been reported as a result of this event.